Manufacturer narrative:
(B) (4). The rx xience v 3.0 x 23 mm (part# 1009529-23/lot# 6072951) and rx xience v 3.5 x 12 mm (part# 1009530-12/lot# 6081751) mentioned are being filed under the same manufacturer number. The stents remains in the patient. The lot number was provided. Review of the device history is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Adverse event: death. Onset of adverse event: approximately 20 months post procedure. Device issue: none. It was reported via trial that on (B) (6) 2007 the patient underwent stenting of the mid left anterior descending artery with one xience v stent, distal circumflex artery with one xience v stent, a proximal circumflex artery with one xience v stent. On (B) (6) 2008, the patient fell, was hospitalized and expired on (B) (6) 2008. Abbott vascular medical safety monitors assessed this event as a possible very late stent thrombosis. There was no additional information available.